Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6)-2005, the patient underwent a posterolateral fusion using rhbmp-2/acs and a posteiror lumbar interbody fusion at the same level using a peek vbs fusion cage. The cage was packed with rhbmp-2/acs. Post-operatively, the patient did not improve, but developed new pain. The patient also developed numbness in his legs, loss of balance, worsening back pain, and impairment to his mobility. It is also reported that the patient also developed excess bone growth and impingement on the nerve roots and the spinal cord. The patient remains injured and continues to experience physical and mental pain, emotional distress, and mental anguish.